Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus deliveries. The customer reported a blood glucose level of 190 (mg/dl). During troubleshooting with tandem technical support, the occlusion appeared to be within the cartridge. It was also noted that the cartridge had visible cracks and bumps on the outside. The customer changed the cartridge and resumed insulin delivery. Replacement cartridges were sent to the customer.